Manufacturer narrative:
This report is submitted on may 27, 2021.

Event description:
Per the clinic, the patient decided to have the device electively explanted on (B)(6) 2021. The patient has not been reimplanted with a new device as of this report.